Manufacturer narrative:
The insulin pump had an intermittent button response due to moisture damage keypad trace. The insulin pump had minor scratches on lcd window, cracked case near display window corners, broken belt clip slot and cracked reservoir tube lip. Numbers does not ramp up on its own or scroll bar moving with no input.

Event description:
It was reported that the customer had keypad anomaly in the insulin pump. The customer's blood glucose level was 223 mg/dl. The customer stated that while trying to put in his blood glucose the insulin pump continously scrolls up and iw will not stop. The customer was asked if recalls any significant events leading to the keypad issues. The customer response is that he can not think of any significant events leading up this issues. The customer was advised that the insulin pump will need to be replaced. The customer was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instruction.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.